Manufacturer narrative:
This report is submitted on october 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced device extrusion and lack of clinical benefit with device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was not reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on november 29, 2018. (B)(4).